Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1100 mg/dl at the time of incident. The customer's blood glucose was 154 mg/dl at the time of call. The customer stated that the emergency medical services were called for hospitalization. The customer stated that they were given insulin drip to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer was unable to troubleshoot for high blood glucose due to a button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. We were unable to perform occlusion test due to motor error alarm. The motor passed motor test. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. .